Event description:
The customer contact reported a leak of a chemotherapeutic agent. The option-lok male adapter of the tubing set was connected to a needleless valve connector and was being used to deliver an unspecified chemotherapeutic agent, at an unspecified rate, via a symbiq pump. After an unspecified length of time, it was reported that solution leaked at the connection of the option-lok male adapter of the tubing set and the needleless valve connector. The leak of solution was cleaned up according to the user facility's protocol. The tubing set was replaced and the therapy was resumed. There were no reported adverse pt effects and no reported delay of therapy critical to this pt. No medical interventions were required. Though requested, no additional info was provided.

Manufacturer narrative:
The customer indicated the device was discarded. During the investigation, no possible causes for the customer reported leak of a chemotherapeutic agent were identified. The device was not returned to hospira for testing and investigation; therefore, attribution of the issue to the device could not be determined. This report represents all the info known by the reporter upon query by hospira personnel.